Event description:
Pilot balloon not maintaining pressure.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 a patient required a "difficult" emergency intubation. After intubation, it was reported that the pilot balloon was not maintaining pressure. Customer reports this could have been torn due to the multiple attempts during intubation of patient. It was reported the cuff was checked prior to intubation. According to the customer, due this the patient required reintubation. After the reintubation the patient was reported to be in stable condition. Sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.